Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of four photos of one device. The visual inspection of the four photos noted a bent anvil retainer leg. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, the stapler came apart while being put in the patient. It was reported that the anvil separated from itself. The surgeons were unable to put the anvil back together and both pieces were removed from the patient. A new stapler was opened onto the field. There was no patient injury.